Event description:
The following information was obtained through the clinical study (B)(6): it was reported the physician implanted a gore® cardioform septal occluder on (B)(6) 2020. On (B)(6) 2020 the patient was noted to have an atrial fibrillation requiring metoprolol 40 mg and eliquis 5 mg. The atrial fibrillation resolved on (B)(6) 2020. The patient has had no other issues.